Event description:
It was reported that the renal cuffed catheter was inserted using a left-sided approach. The sheath peforated the svc and the patient haemorrhaged from the svc and suffered a cardiac arrest. The patient was successfully resuscitated.

Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.